Event description:
It was reported that on (B)(6) 2012, the pt forgot to take his coumadin medication. The pt alleged discrepant results with the inratio meter on (B)(6) 2012. Results as follows: date: (B)(6) 2012. Inratio inr: 1.4, 1.2, 1.7, 1.5. The time between testing was within 1 hour. It was reported that multiple drops of blood were used and the blood sample took longer than 15 seconds to apply. Therapeutic range for patient: 2.0-3.0. There was no reported adverse patient sequela. There was no add'l info provided.

Manufacturer narrative:
Customer took longer than 15 seconds to apply sample and added multiple drops of blood. Customer¿s techniques may contribute to errors in testing or unexpected inr result. Inratio precision data provided by end-user: date: (B)(6) 2012. Inratio: 1.4, 1.2, 1.5, 1.7. Mean: 1.45, sd: 0.21. %cv: 14.36. Since % cv is less than 20%, inratio meter results pass the criteria for precision. Reviewed referenced test on reported lot 284361. In-house therapeutic donor testing has been performed on reported lot 284361 on (B)(4) 2012. Results as follows: donor a:213, inratio: 2.2, 2.4, 2.3. Reference: 2.01, bias threshold: 1.01-3.01. % cv: 4.35. Donor b: 215, inratio: 2.4, 2.7, 2.8. Reference: 2.31, bias threshold: 1.31-3.31, %cv: 7.91. All replicates for each donor are within the acceptable bias for accuracy. Product performed as expected. Both donors produced % cv less than 16%. Accuracy and precision criteria have been met. No further investigation is necessary. Analysis of the client¿s data from repeat inratio tests revealed that test result comparison met precision criteria. Customer¿s results are not considered outside the expected variance between test results. Improper techniques were identified in the complaint. These could not be ruled out as a cause of the unexpected results. Recent strip testing results met both accuracy and precision criteria. (B)(4). This issue will be subject to tracking and trending.